Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent a laparoscopic procedure on (B)(6) 2024, and suture was used on the greater omentum. At 12:43 am, after suturing the vaginal stump during the surgery, the problem of pulling off suture needle happened when exiting the abdominal cavity. After removing the suture, the doctor found that the needle was missing. The doctor carefully searched for the abdominal cavity using the laparoscopic lens, found the complete needle at the greater omentum, and removed it without causing any harm to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: ¿ was there any additional tissue damage as a result of searching for the needle piece? ¿ which part of the device broke during the procedure, the suture or the needle? Please clarify ¿ were there any patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified.